Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-aug-05: the reason for call was patient stated their communicator was not linking on their implant. Patient mentioned that they had the surgery 3 weeks ago and the device only worked for 2 days while in the hospital but they had to turn it off since they are not in the best shape and they hasn't turn it on since. Agent had the patient access mystim app and the communicator showing solid green light, patient attempted to connect but get a message saying unable to connect. Patient said that they don't think they had charged their implant. Patient added that when they went to the va clinic the representative (rep) checked their device charge. Agent had the patient recharge the implant first and confirmed seeing red on the battery level and in good connection. Agent had the patient recharge the implant first and agent will call back to continue troubleshooting. Agent called back and patient confirmed that they have enough charged on the implant. Agent had the patient turn off the recharger and connect to mystim app. Patient was able to connect to the the mystim app successfully. Patient confirmed implant charged at 60%. Patient then turned on the stimulation and stat ed that they do not feel anything. Patient tried increasing and changing groups but still does not feel any stimulation at all. Agent redirected patient to hcp and mdt rep to further address the concern. 2025-aug-20: the patient (pt) was connected to ins with ins at %60 and communicator at %100. Pt was not feeling stim but then turned stim up to 5.1 and then noted feeling it. The pt said he was 'too afraid' initially to turn stim past 4.0. At this juncture agent was not needed on the phone call and dropped off while rep continued conversation with pt. The pt was feeling stim and had their situation apparently resolved when agent left the call.